Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns patient's lead was fractured and was confirmed on x-ray images. The images however, were not return to manufacturer for review. Patient had a replacement surgery on (B)(6) 2011 where both lead and generator were replaced. Good faith attempts to obtain more information regarding patient's fractured lead and to obtain the products back for analyses will be made.